Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported loss of tracking during a lasik procedure on a patient's right eye. The procedure was exited and reentered to complete the procedure.

Manufacturer narrative:
According to the logfile, the interruption of the treatment was due to pupil was lost and this is also the most possible root cause for the user was not able to go on with the treatment. The manufacturer internal reference number is: (B)(4).